Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's buttons were unresponsive and screen was frozen as well. Troubleshooting was done for keypad anomaly. Customer stated that numbers were not ramping on their own. Customer stated the scroll bar was not moving with no input. The customer was trying to deliver a bolus and then the insulin pump frozen. Customer did change the battery and the buttons were responding now. Customer said the meter was not sending the information to the insulin pump as well as buttons on the meter were not responding. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.